Event description:
It was reported that the 9800 system displayed an intermittent overload error. The unit hit over 70% heat during a case. The doctor used another c-arm to finish the case. No patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep recalibrated the generator. The system functions as intended.